Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 2052.1 mcg/day) via an implantable infusion pump. It was reported that the patient had been having increased spasticity for an unknown period of time. A dye study was performed which was negative, but there is "some concern about the dispersion of dye at the tip." The patient was going to have a spiral enhanced CT scan of the catheter tip to visualize it more clearly. No pump alarms or anomalies in the logs were present.